Manufacturer narrative:
Should additional information become available a supplemental record will be filed. The underlying cause documented on the irs or return fields in oracle is identified as: assembly/component issue/rear wheel cracked/broken.

Event description:
The dealer stated that the casters and bearings are making a lot of noise.

Manufacturer narrative:
Additional/updated information was added to reflect the device receiving an expanded evaluation. The result of the evaluation was that, when pushing the chair, creaking and cracking sounds can be heard coming from the left rear wheel bearings, which confirms the complaint. The wheels and spokes were in good condition, and the wheels were able to roll easily.

Event description:
The dealer stated that the casters and bearings are making a lot of noise.